Event description:
It was reported that a stent fracture and patient death occurred. The patient was diagnosed with coronary artery disease (cad). The 80% stenosed target lesion was located in the right coronary artery (rca). A 38 x 3.50 promus select stent was successfully deployed in the rca. After performing post dilatation on the proximal segment of the stent with a nc balloon, the stent became fractured in the proximal area. Another stent was deployed to cover the proximal part of the stent and complete the procedure. The patient was stable at the end of the procedure. Following the procedure, the patient died.

Manufacturer narrative:
Patient codes and impact codes corrected.

Event description:
It was reported that a stent fracture and patient death occurred. The patient was diagnosed with coronary artery disease (cad). The 80% stenosed target lesion was located in the right coronary artery (rca). A 38 x 3.50 promus select stent was successfully deployed in the rca. After performing post dilatation on the proximal segment of the stent with a nc balloon, the stent became fractured in the proximal area. Another stent was deployed to cover the proximal part of the stent and complete the procedure. The patient was stable at the end of the procedure. Following the procedure, the patient died. It was further reported that the patient was not having any symptomatic change due to fracture. Another stent was implanted to covered the fractured part of the stent. It was noted that as soon as the fracture was observed during the angioplasty procedure, the patient was implanted with another stent to cover the fractured part. The patient was stable after the corrective action taken. The death was reported in error. The patient is alive.